Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed. The customer's blood glucose level was unknown at the time of incident. Customer declined troubleshooting for high blood glucose event. The customer also stated that the they were able to clear the alarm but were unable to rewind the insulin pump. The customer also reported that the error reoccurred again. Advised the insulin pump requires replacement and to discontinue and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a no motor movement alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement alarms.